Event description:
Boston scientific received information that this right atrial (ra) lead had electrode end and conductor damage during an implant procedure. Attempts to obtain additional information were made but were unsuccessful. This lead was never in service. No additional adverse patient effects were reported

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.